Event description:
Patient reported "implant popped" of a non-abbvie device. This record is for the left side. The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).